Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Evaulation codes:methods, results, and conclusios codes were incorrectly submitted in previous report have been corrected in this report.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.